Manufacturer narrative:
This supplemental MDR correction is being filed to report that the initial MDR erroneously reported that the failure was related to FDA recall number z-0913-2026, z-0914-2026, and z-0915-2026. The failure occurred after the recall and was not associated with the recall failure condition. The error occurred when the du software was reset while in non-therapy state and the system was not connected to a patient. O2 (and air) continues to flow so that bag ventilation can be continued. Users can adjust the flow using the needle valve and monitor the actual flow via the digital led display or the flowmeter. There was no reportable malfunction.

Event description:
As a result of an inspection that was completed as part of the correction and removal initiated by ge healthcare (gehc) on 26-nov-2025, (recall no. Z-0913-2026, z-0914-2026, and z-0915-2026), this unit was identified as having an issues with unexpected shutdown when ac mains power is disconnected or ac mains power is lost. There was no patient involvement.

Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for unexpected shutdown when ac mains power is disconnected or ac mains power is lost per 21 cfr 806 on 26-nov-2025. The FDA recall number is z-0913-2026, z-0914-2026, and z-0915-2026. Customers were sent a letter explaining the issue and instructions for continuing ventilation. Gehc will replace all affected units. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.